Event description:
A caller reported a cgm error that occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the cgm error did not reoccur, and the sensor session was successfully started.